Manufacturer narrative:
Summary of investigation: batch number not known. No samples available. Without closed samples and/or defective samples a proper analysis cannot be performed. Regarding the question concerning xylocaine spray in contact with suture that this could lead to a needle detachment, we do not have any reports or studies with alcohols, but in principle, occasional contact of novosyn quick with alcohol it should not degrade as to cause needle detachment. Batch manufacturing record: without batch number, we cannot check the information regarding product stock or batch manufacturing records. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that they have been contacted by a gynecology doctor who told them that the suture had come loose of the thread when it came into contact with the product xylocaine spray, whereas this did not happen when using xylocaine gel. No further information has been provided.